Event description:
It was reported that during a peripheral stenting treatment procedure, stent deployment difficulties were encountered. The customer states that after pre-dilatation, the physician delivered that carotid wallstent to the lesion in the left superficial femoral artery. The stent delivery sheath became stuck when the stent had been deployed only 40% and the physician was unable to reposition it. The physician retrieved the stent with the 6f guide catheter, the used another carotid wallstent to successfully complete the procedure. No patient injuries or complications were reported.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.